Event description:
It was reported that during the appendectomy procedure , twice the surgeon was not able fully deploy the safely lockout and engage. Another device was used to complete the procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Releasing the firing trigger. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Release of the fire trigger. Did the jaws eventually open? Yes. Could you please clarify if there were any patient consequences? None. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? None. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.